Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with no packaging returned with the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead packaging contained dust and there was a contamination concern. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.